Event description:
It was reported that a patient¿s device was explanted on (B)(6) 2003 as a result of an infection.

Manufacturer narrative:
Product ID 3986ilc, lot# n26218, implanted: 2003 (B)(6), explanted: 2003 (B)(6); product type lead product ID 3986ilc, lot# n26085, implanted: 2003 (B)(6), explanted: 2003 (B)(6); product type lead product ID 7495-51, serial# (B)(4), implanted: 2000 (B)(6); explanted: 2003 (B)(6); product type extension product ID 7495-51, serial# (B)(4), implanted: 1998 (B)(6), explanted: 2003 (B)(6); product type extension product ID 7435, serial# (B)(4), implanted: 2000 (B)(6); product type programmer, patient. (B)(4)